Manufacturer narrative:
(B)(4).

Event description:
It was reported that the tip of this electrode was observed to be poking out of the xyphoid incision. Surgical intervention was undertaken. The electrode was pulled back into position and the incision was sutured closed. No additional adverse patient effects were reported. This product remains implanted and in service.